Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis that was manifested by stomach pain which started one day before diagnosis of peritonitis. The cause was not reported. On the same day as the onset the patient was hospitalized and the next day was treated with vancomycin (1 gm, for four days) and cefepime (1 gm, for four days). After four days, the patient was started on vancomycin (1 gm, route, frequency and duration was not reported), ceftazidime (1 gm, route, frequency and duration was not reported) for peritonitis. Five says after hospitalization, the patient was discharged. Two days after discharged, the patient was hospitalized again. At the time of this report, the patient was not recovered. Pd therapy was ongoing. No additional information is available